Event description:
The customer reported that the unit had a red x and failed to power up. There was no report of patient involvement.

Manufacturer narrative:
(B)(4). The customer reported that the unit had a red x and failed to power up. There was no report of patient involvement. Philips verified the failure. Replacement of the power pca resolved the failure. The unit passed all post-servicing testing and remains at the customer site.